Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2014-00018 under a different suspect device. The customer attempted a temporary adjustment on a damaged sensor, buffer level sense in order to process samples on architect i2000sr (serial number (B)(4)). Immediately thereafter, a false negative architect b-hcg result of less than 1.20 miu/ml was generated for sample identification (sid) (B)(6). The b-hcg sample was tested on another instrument and a result of 616.1 miu/ml was obtained. There was no impact to patient management. Field service was dispatched and performed extensive troubleshooting to include replacement of the damaged sensor, buffer level sense. The issue was considered resolved through normal troubleshooting procedures. Sensor, buffer level sense was not available for return. Product evaluation was performed in order to investigate this issue. The evaluation included a review of the information provided by the customer, a review of the subsequent instrument isr04913 system logs and service history, review of the architect system operations manual, and the b-hcg package insert. Review of the subsequent instrument service history revealed no additional complaints of erratic results have been documented. The architect operations manual provides probable causes and corrective actions relevant to this issue. Review of the instrument logs revealed that error code 5252-wash buffer sensor disconnected- was generated several times prior to the erratic b-hcg result on the day of occurrence. Error code 2019 (wash buffer) inventory empty, update supplies, was also generated approximately fifteen minutes prior to the erratic b-hcg result. Based on the evaluation results, no product deficiency was identified and no malfunction was suggested.

Event description:
The customer stated that one patient sample generated discrepant results for the architect b-hcg assay. A negative result was repeated positive on another instrument in the lab. The positive result aligned with the patient ultrasound. No impact to patient management was reported.